Manufacturer narrative:
Product complaint # (B)(4) h3 investigation summary: the product was returned to ethicon for evaluation. One winding former with eight needle suture combinations and one open foil were received for analysis. The product code pdp712d is multistrand and contains eight strands per packet. During analysis of foil, it was noted that the foil packet was received previously open additionally, wrinkles and a hole in the cavity were identified. The seal area was inspected, and evidence of proper sealing was confirmed. The condition of the package is indicative of handling and storage issues that occurred outside of ethicon control. Furthermore, the needle suture combinations were dispensed, and no anomalies were observed during the evaluation. To complement this assessment, a photo was provided showing one labeled winding former with needle suture combinations and one foil packet that pertains to product code pdp712d inside the plastic bag. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. Before use on the patient, it was reported that the seal was found untight when it was opened to prepare for surgery. The customer suspected that the seal of the package isn't tight. No additional information could be provided. There were no adverse consequences reported. Additional information was requested.